Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), had an autofill failure during preventive maintenance performed by a getinge field service engineer. There was no patient involvement nor adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc : (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the cylinder to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.